Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were some high voltage lead impedance (hvli) values that were observed to be out of range, but all other electrical parameters were stable and in range. The lead remains implanted and will be remotely monitored, no intervention will be preformed at this time. The patient was in stable condition.